Event description:
The hcp reported that the pt "wasn't getting medication unless pump was given a bolus". No patient symptoms were reported. The device had been implanted for 58 months. The device was explanted and returned to the manufacturer for analysis. A similar device was implanted.